Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer provided log and error log reveal that it does not exhibit conclusive entries but does show that the date/time are not retained by the device when it is turned off. The customer was advised that the uim (user interface module) needed to be changed and was given a part number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the avea ventilator is having a 'device error' at the bottom of the screen when it's powered on. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
H11:correction d4:corrected model,catalog and unique identifier(UDI) section d4 was updated to indicate correct model # , catalog # and remove UDI d4. UDI# - the device has a date of manufacture of (16-jul-06) and was not subject to UDI requirements.